Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was a call service 078 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/04/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/15/2016 with the following findings: the pump's black box and alarm history showed multiple call service 078 alarms. The pump alarmed with hard call service 78 alarm upon the first rewind attempt. All three motor encoder signals were found missing at pin 6 of the u5, u7, and u9 components. An unidentified intermittent printed circuit board condition failure was concluded.